Event description:
It was reported that patient underwent an orthopedic salvage procedure in 2010. Subsequently, a revision procedure was performed on (B)(6) 2013. During the revision procedure, a loose femoral screw was found. The screw was removed and no new screw was implanted.

Manufacturer narrative:
Examination of returned device was inconclusive. The screw will not back out when installed properly to the mating wedge ramp thread. There have been no other reports of this screw backing out.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown, evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.